Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit with the healthcare provider. The bulb hanged and required excessive manipulation to work. A surgical procedure was performed 6 months later in which the existing pump was removed and replaced. The patient fully recovered following the procedure.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit with the healthcare provider. The bulb hanged and required excessive manipulation to work. A surgical procedure was performed 6 months later in which the existing pump was removed and replaced. The patient fully recovered following the procedure.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced activation issues with an inflatable penile prosthesis (ipp) at the first follow up visit with the healthcare provider. The bulb hanged and required excessive manipulation to work. A surgical procedure was performed 6 months later in which the existing pump was removed and replaced. The patient fully recovered following the procedure.